Event description:
The reported problem (injury) was confirmed. It was reported the patient fell while going down a set of stairs. The patient hit his head and had spinal injuries. The patient's spouse reported the patient had a cut on the crown of his head and had to get staples that have already been removed. The patients spouse also reported bruising on the patient's head. The patient received medical attention the wife reported the patient was given a neck brace to wear. Follow up indicated the injury improved. Supplemental report 9/27/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The reported problem (injury) was confirmed. It was reported the patient fell while going down a set of stairs. The patient hit his head and had spinal injuries. The patient's spouse reported the patient had a cut on the crown of his head and had to get staples that have already been removed. The patients spouse also reported bruising on the patient's head. The patient received medical attention the wife reported the patient was given a neck brace to wear. Follow up indicated the injury improved.